Manufacturer narrative:
Conclusion: use of improper cleaning materials.

Event description:
It was reported by service report that the side rail latches would get stuck tight and not lock. There was patient involvement, however no adverse consequences are reported.